Manufacturer narrative:
The reported no communication was confirmed in the laboratory. Analysis identified that the device had test code on it. Product code execution was reinitialized and the device was exposed to temperature cycle testing. The device functioned normally. The cause of the field event was not determined.

Event description:
It was reported that before implant procedure, the device could not be interrogated. It was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.